Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. The device remains implanted in the patient.

Event description:
It was reported that a perform humeral patient experienced a dislocation. This patient had a symmetric poly and was 10 months post-op. It was reported that the patient was lifting their grandchild at the time of the dislocation.